Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Hospital disposed of the device.

Event description:
The patient was undergoing a medical procedure using a velocity delivery microcatheter (velocity). During the procedure, the metal strain relief on the velocity caught in the rotating hemostasis valve (rhv) and stretched. The velocity was not used for the second pass. The physician continued the procedure with no further issues. There was no report of an adverse effect to the patient.